Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump primed properly. However, the device was unable to vibrate during the self-test due to a corroded vibrator assembly. The pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.

Event description:
The customer reported via phone call that they received multiple insulin flow block alarms. The customer's blood glucose was 304 mg/dl at the time of incident. During troubleshooting, the customer reported that they were unable to fill cannula. The insulin pump will be returned for analysis.